Event description:
It was reported that the core micro drill overheated during testing prior to a procedure. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow-up report will be filed if the device is received, and after a quality investigation has been completed.